Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, there is a gap between the acoustic lens and the ultrasonic probe which was attributed to wear and tear damage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿evis exera ultrasound gastrovideoscope olympus gf type uct180: important information ¿ please read before use: warnings and cautions. Caution: do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device

Manufacturer narrative:
The loaner device was returned to olympus for inspection. In addition to the findings the forceps elevator (fe) lever was worn, the paint on the air/water and suction cylinders were peeled, the charged coupled device (ccd) was damaged, the switch button number 1 had a dent and the connecting tube was scratched. The dent on the switch button caused the water tightness to be lost, the worn fe lever prevented the up/down knob from locking securely and the damaged ccd unit caused the image to have white dots. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned a loaner evis exera ii ultrasound gastrovideoscope for an inspection. There was no reported allegation with the return of the device. Upon inspection and testing of the returned device, there was a gap between the acoustic lens and the ultrasound probe. There was no patient involvement. This MDR is being submitted to capture the reportable malfunction found during device evaluation.